Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had undergone a coronary artery bypass grafting procedure. After the procedure, the device was pacing through the intrinsic beats. This resulted in ventricular fibrillation (vf). As a result, the patient required cardioversion, which was successful. The device then noted no ventricular sensing in bipolar configuration. Threshold measurements and impedance measurements were stable in both unipolar and bipolar configurations. The device was reprogrammed to avoid the extra pacing. No additional adverse patient effects were reported.